Event description:
Reason(s) for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr hip resurfacing system (left); asr hip resurfacing system (right). Bi-lateral revision. Update received: 18th june 2013 - added side hip: right, amended implant date: (B)(6) 2005 and added products: both. Reason(s) for revision: unknown. Bi-lateral patient - this com is for the right side revision. Please see (B)(4) for the left side revision. Update received 21st march 2014. Revision date amended as (B)(6) revision date was unconfirmed. Hospital name amended. Reason for revision added. New fields completed. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr hip resurfacing system (left); asr hip resurfacing system (right) bi-lateral revision. Update received: 18th june 2013 - added side hip: right, amended implant date: (B)(6) 2005 and added products: both. Reason(s) for revision: unknown. Bi-lateral patient - this com is for the right side revision. Please see (B)(4) for the left side revision. Update received 21st march 2014. Revision date amended as (B)(6) revision date was unconfirmed. Hospital name amended. Reason for revision added. New fields completed. Reason(s) for revision: alval / soft tissue reaction. Surgeon confirmation form received 3rd july 2014. Additional hospitals, surgeon name and title added. Additional reason for revision added and complaint category amended. Reason(s) for revision: alval / soft tissue reaction, pain.